Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 960-152, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the images on the system were inverted. It was noted that the pixel offset settings had already been added to the overrides file. There was no patient involvement.

Manufacturer narrative:
Additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stated that the disc was cracked and was unable to read. They also stated that there is not another disc and that the site is currently pulling images from electronic picture archiving and communication systems (pacs).

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue because the behavior could not be replicated due to the disc being cracked. If information is provided in the future, a supplemental report will be issued.